Event description:
It was reported that the lead exhibited low impedance, at explant insulation abrasion was noted at suture sleeve and at 10 cm above the distal tip. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded and the proximal coil exposed at several locations. The distal insulation was damaged at 25.0 cm and the distal coil fractured at 26.0 cm from the connector pin. The appearance of the damage indicates that the lead was abraded against a hard irregular material, most likely calcification and the fracture occurred due to fatigue. The damaged distal insulation would account for the reported low lead impedance.